Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported deployment difficulty could not be confirmed as the stent had already been released from the delivery system. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure. The supera veritas stent delivery system was advanced to the target lesion. The stent was deployed without difficulty; however, when the deployment lock was rotated to release the stent, the physician was unable to fully detach the stent from the delivery system. The entire device, including the stent, was pulled back to the procedure sheath and the system was removed as a single unit. The physician then deployed a competitor stent at the target lesion. There was no clinically significant delay and no adverse patient effects. No additional information was provided.